Manufacturer narrative:
The m/l taper kinectiv neck was returned for review. Visual inspection of the neck confirms that there are gouges on the head neck taper and the neck stem taper areas. Fretting is not uncommon in modular device with mechanical interference fit, as observed in the returned device. Review of the device history records did not find any deviations or anomalies. Modular necks were 100% inspected and accepted by certified operator on a coordinate measuring machine (cmm), at the time of manufacture. This device is used for treatment. Review of the implantation operative notes confirms that the patient underwent right total hip arthroplasty due to degenerative joint disease. The trial components gave good alignment. The trials were removed and final components were implanted. No complications noted. Review of the revision operative notes confirm that there was trunnionosis present between the junction of the femoral component and the modular neck. The shell and liner used during the primary surgery were medacta products. Medacta shell and liner was used with zimmer head and stem neck. Zimmer biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. Patient's adherence to rehabilitation protocol is unknown. Product history search revealed no additional complaints against the related part and lot combination. A definite root cause for the reported issue cannot be determined with the information provided.

Event description:
It is further reported the surgeon discovered trunnionosis present at the junction of the femoral component and modular neck.

Manufacturer narrative:
Other devices used:catalog #00784803300, zimmer m/l taper kinectiv neck lot #60921902- received 02/23/2016; catalog #unk, unknown zimmer liner, lot #unk.this report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to probable acetabular loosening due to periprosthetic osteolysis.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain and wear.